Event description:
It was reported that an altitude alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was able to resume insulin use with the original cartridge after receiving tips from technical support on how to prevent future altitude alarms.